Event description:
Customer reported she experienced high blood glucose. Customer woke up with blood glucose of 424 mg/dl; treated with manual injections. Customer felt nauseous and weak. Customer stated insulin is squirting out during manual prime. Customer was disconnected during prime. Customer was assisted with changing the reservoir and infusion set and performing prime again; the cannula was not bent or occluded. Customer stated insulin did not continue to drip after letting go of the act button. No compromised force sensor alarms found in the history and the drive support cap is recessed. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-05285 for the insulin pump.